Event description:
The contralateral pull wire became caught on the hooks of the superior attachment system upon jacket retraction. This was unable to be resolved using a guide catheter. The superior attachment system was then deployed as a last attempt to resolve. Pt was then converted to surgical procedure.